Manufacturer narrative:
Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ "the pump user guide instructs the user to remove any residual air from the cartridge." Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and did not perform the air removal step of the load process. Additionally, the customer used u-500 insulin with the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer's blood glucose was 197mg/dl. No additional patient or event information was provided.